Manufacturer narrative:
On 28-dec-2022, additional information was received indicating the reported issue was noticed before use on the patient and not used on the patient. The white powder was visually detectable, inside hub so could not be touched, no movement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002004 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation and foreign material issues were encountered. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was assembled, the dilator was inserted and there was a hemostatic valve failure. The hemostatic valve fell into the hub although the dilator had been inserted straight. In addition, it was reported that something like a "white powder" could be seen the transparent part immediately beyond the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the procedure was completed without patient's consequence.